Manufacturer narrative:
Final analysis found that the ventricular spring was displaced in the ventricular connector port and a test lead could not be inserted into the connector port. Epoxy was noted on the spring. This likely resulted in the reported loss of capture due to inadequate electrical contact.

Event description:
It was reported that one week post implant, during an atrial capture threshold test, the pulse generator of an asymptomatic patient exhibited loss of ventricular capture. As the patient was pacer dependent; the device was explanted and replaced on (B)(6) 2014 during a lead revision procedure. The patient tolerated the procedure well and was discharged without any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.